Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. There have been no adverse events associated with the reported issue. Field svc investigation was not performed and no parts were returned for failure analysis investigation. During follow-up, the customer indicated that the issue was resolved by replacing a leaking flow regulator. The machine has been returned to service and the flow regulator was discarded. The reported issue was addressed by CAPA. A device history record review was conducted and conformed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were with specification.

Event description:
A user facility reported a saline bag back filled during treatment. There was no effect on the pt and treatment was completed after replacing the saline bag. The drain line length and building drain height were both within spec. There are no obstructions to the drain line. The issue was resolved by replacing a leaking flow regulator, which was discarded.